Event description:
Patient presented to the physician with signs of infection at the neck incision. Physician prescribed antibiotics. Patient presented back to the physician with concerns of the neck incision. Physician brought the patient into the operating room, opened and observed no signs of infection at the neck incision. The area was rinsed with antibiotics solution, and the neck incision was closed. Patient returned for a post-procedure follow-up appointment, where it was noted that the issue had resolved.